Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg (implantable pulse generator) was not able to communicate with the external devices. The patient reported the ipg was last recharged approximately one a half months ago. Follow-up information identified the patient also had 20 pounds of weight loss and so, he was advised to place a folded cloth between his programmer paddle and the ipg to increase the space; then recharge. The patient was to make an appointment with a physician.